Event description:
It was reported that a peritoneal dialysis (pd) patient was confused/disoriented and pd registered nurse (pdrn) sent the patient to the emergency room (ER). Follow-up with the patient¿s pdrn confirmed the patient was undergoing ccpd therapy at home, when she became confused and disoriented. The patient presented to the outpatient home dialysis clinic on (B)(6) 2024 and was still confused and disoriented. The patient was sent to the ER and was admitted for cellulitis and peritonitis. Although the specifics and timeline of the serious adverse events is unknown, the patient will reportedly be transitioning to incenter hemodialysis (hd) following discharge. Per the pdrn, the cause of the confusion, disorientation, cellulitis and peritonitis is currently unknown. However, the pdrn stated the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency. As of (B)(6) 2024, the patient remains hospitalized.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was confused/disoriented and pd registered nurse (pdrn) sent the patient to the emergency room (ER). Follow-up with the patient¿s pdrn confirmed the patient was undergoing ccpd therapy at home, when she became confused and disoriented. The patient presented to the outpatient home dialysis clinic on (B)(6) 2024 and was still confused and disoriented. The patient was sent to the ER and was admitted for cellulitis and peritonitis. Although the specifics and timeline of the serious adverse events is unknown, the patient will reportedly be transitioning to incenter hemodialysis (hd) following discharge. Per the pdrn, the cause of the confusion, disorientation, cellulitis and peritonitis is currently unknown. However, the pdrn stated the serious adverse events were not caused by a fresenius device(s) and/or product(s) malfunction or deficiency. As of (B)(6) 2024, the patient remains hospitalized.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of confusion, disorientation, peritonitis, and cellulitis which required hospitalization and antibiotic therapy. The etiology of the patient¿s serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.